Manufacturer narrative:
In use at the time of the event: cgm model: g6 mobile os: ios / ios_iphone xr / 2.9.1 / ios 26.1.

Event description:
The customer reported "pump needs to be charged longer to get a full battery life". There was no reported adverse impact to the customer. The customer declined follow up from tandem technical support regarding the issue. No additional patient or event information was available.